Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of non-physiological signals. As a result, non-sustained ventricular tachycardia (nsvt) episodes were stored. Programming options were recommended. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).